Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of a non-dehp high flow rate extension set tubing "cracked" at the connection point. The device was filled with an anesthetic medication during an MRI (magnetic resonance imaging). The event occurred during patient use and as a result, the infusion had to be redone. There was no report of patient injury or medical intervention associated with this event. No additional information is available.